Manufacturer narrative:
Date of event: exact date unknown, event occurred over a week ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc221850e0, model: sc-2218-50e, serial: (B)(4), batch: 7092139.

Event description:
It was reported that the patient was hospitalized due to pain in the right chest and right upper quadrant which worsens with coughing and deep breathing. The chest x-ray and computed tomography scan showed left linguia airspace disease with possible infiltration suggesting pneumonia. It was also reported that the patient was experiencing some burning sensation in the distal leg as well as the foot on the right side. The trial leads were pulled out and patient was given a doxycyline medication. The trial leads will not be returned.